Manufacturer narrative:
Findings: pump received with unable to vibrate due to broken vibrator black wire. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had no longer vibrating. Customer's blood glucose was unknown mg/dl. Customer stated that the device did not vibrate during the vibrate test. Customer did self-test twice and ran fill cannula of 0.5 and there was no vibration. Customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.